Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 about warranty date and that they are having some issues with the pump. They stated that they are not sure if it is input errors or pump errors. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual product issue.